Event description:
A poison control center reported a physician called regarding a pt who complained of discoloration and swelling of palms and numbness of hands after being exposed to cidex opa. No respiratory or allergic symptoms were repoeted. The product msds had no reference regarding numbness. The posion control center was advised to inform the physician to have their pt wash their hands thoroughly. The poison control center would not release any contact information and indicated they will provide the physician with the asp telephone number. No further information has been received.